Event description:
In placing the cement restrictor into the distal canal, the placement rod broke off at the distal tip. Approximately 3" of the rod was left in the distal canal. Manufacturer response for centralizer hip stem dst 11mm_175618_1376-20-000, (brand not provided) (per site reporter). The rep was in the room at the time of the event. No written response from the manufacturer.